Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging obtaining control solution results that fell outside of the control solution range. The reporter claimed obtaining control solution readings of "105, 108, 111, 110 and 109 mg/dl" with the subject meter. The reporter did not have the vial of test strips they obtained alleged inaccurate control results with and therefore, unable to confirm if the control results were falling below or above the specified control solution range. At the time of the call a control solution test was performed with the subject meter and current test strip lot number in use and the control solution result fell outside of the specified range. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.